Event description:
The motor is leaking oil, it is possible that the motor leaked oil into the surgical site. On follow-up conversation, it was reported that the green hose has been oil soaked, but did not know if the motor actually leaked oil into the pt from the tip. There was no pt injury and acknowledged that they were over-oiling the motors.